Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural pump exhibited an occlusion on patient-side and was unable to deliver the medication. The pump, epidural cartridge, and epidural tubing were all replaced. They were finally able to get medication ran with the third tubing. There was a patient involvement and there was no reported patient harm.